Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received an insulin flow blocked alarm. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia was treated with manual injection/insulin pen, IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion) and over night hospitalization stay and experienced symptoms nausea, vomiting and feeling sick which were treated with over night hospitalization stay. The event involved product(s) mmt-332a, mmt-242, mmt-1780kpk. Troubleshooting was performed for high blood glucose event and the customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to consider changing the insulin, reservoir, and infusion set. Troubleshooting was performed for the insulin flow blocked alarm, the customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. The customer reattempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed, the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242. The customer will discontinue use of the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the primary svn#: (B)(4), event date of 16-feb-2025 and related svn#: (B)(4), event date of 20-feb-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(4) event date of 16-feb-2025 and related svn#: (B)(4), event date of 20-feb-2025 of the dailytotalcollectionstarttime, there were no bolus/basal delivery noted. The dailytotalofbasalinsulindelivered = 00.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 00.000 u. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4), event date of 16-feb-2025 and related svn#: (B)(4), event date of 20-feb-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 08:44:00.000. Insert battery alarm was found on: (B)(6) 2025 18:27:00.000, (B)(6) 2025 18:37:00.000, replace battery alert was found on: (B)(6) 2025 18:15:00.000, (B)(6) 2025 18:25:00.000, power loss alarm was found on: (B)(6) 2025 18:42:17.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, replace battery alert and power loss alarm noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal deliveries. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.78 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label torn/fading. The pump passed all the required testing. Unable to verify customer alleged high bgs/dka/low bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported diabetic ketoacidosis and was treated with IV drip in the hospital.